Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: 1221934-2017-10038, 1221934-2017-10039.

Event description:
The sales rep reported via email that the customer's bioknottless anchor with orthocord quantity 2 and bioknottless br anchor with orthocord failed during a rotator cuff procedure. The bioknottless anchor with orthocord bent at the shaft and the bioknottless br anchor with orthocord broke as they were being inserted via tap. The case was completed using like devices and a new bone hole was needed. The bone density was normal. There were no adverse patient consequences or time delay. The rep was not present for the case and the devices were discarded by the facility.

Manufacturer narrative:
This follow up is being filed to correct date to (B)(6) 2016. It was incorrectly reported on initial medwatch 1221934-2017-10037 as (B)(6) 2016.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).